Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2020 a biozorb was implanted in the patient, and the patient reported that suffers from persistent, sharp, stabbing pain in her breast. It was reported that the biozorb has not dissolved and instead created a large, hard lump, also that the area of the biozorb is sensitive to the touch. The patient reported that has endured infections caused by the biozorb and she also now has spider veins on her left breast. No additional information available.

Manufacturer narrative:
Device used in the procedure is a f0303.

Manufacturer narrative:
The patient is a 59-year-old african american female, 311 lbs, bmi 51.8, with a past medical history of morbid obesity, coronary artery disease (cad) with hypertension (htn), hyperlipidemia (hld), and asthma and a history of left breast infected cyst excision in (B)(6) 2016, had an "abnormal" screening mammogram of the left breast in (B)(6) 2020. She had a diagnosis of invasive ductal carcinoma on core biopsy on (B)(6) 2020 and underwent a lumpectomy with sentinel lymph node dissection (slnd) and biozorb implant placed. Her post-op course was uneventful except for minor serous fluid leakage from a small dehiscence at the lateral margin of her axillary incision that resolved within a month. Available records report that the patient received 4 cycles of taxotere and cyclophosphamide (tc) chemotherapy. There is no documentation of further concerns or complications during her follow-up course over 2.8 years. Her records reflect chronic respiratory failure and covid or cardiac related complaints. Lot number provide was unable to be traced.